Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient underwent a pump exchange with the cause of the exchange being "suspected driveline issue." The patient had a percutaneous lead repair and replacement on (B)(6) 2014. Prior to the pump exchange, the patient reportedly continued to have red heart alarms while connected to power module following the percutaneous lead repair on (B)(6) 2014. The patient was sent for imaging of the internal and external portion of the percutaneous lead. The patient was sent home with non-grounded prescription cable. The pump will be returning for evaluation once it was retrieved from pathology. No other information was made.

Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The report of a percutaneous lead issue could not be confirmed as the pump was not available for evaluation. It was reported that the pump was not retained by the hospital. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
The user facility medwatch report was received from the (B)(4) registry. The user facility number was not provided. (B)(4).

Event description:
Additional information was received from the (B)(4) registry stating: has had two external repairs of driveline still, alarms when attached to grounded cable, decided to go ahead with pump exchange, because of risk of acute pump stoppage. Additional information was received from the vad coordinator stating: the pt had an exchange. Thoratec should be aware that it was exchanged based on the driveline breaking. The pump was not saved as we were not instructed to and there was no change to the operations of the pump. Not sure pathology would still have it at this time.